Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the surgeon was crossing kwires into the mpj joint to complete his arthrodesis of the mpj joint. Once he had both kwires crossed he proceeded to overdrill the first kwires to place the headless screw. He placed the first screw and began to overdrill the second kwire to put the second screw in. After drilling he proceeded to place the screw but it had trouble advancing so he stopped. He the used the kwire driver to remove the kwire and the wire broke off. He spent around 20-30 minutes trying to remove the broken kwire but was not able to remove it. He even tried to remove the first screw so he could expose the joint he placed but the first screw would not back out. The surgeon placed another kwire to place a screw. He began advancing the screw again and had resistance and appeared the second wire started to bend. He stopped and used the kwire driver to remove the kwire and the kwire broke off again. The patient has two broken kwires that had to be implanted.